Manufacturer narrative:
(B)(4).

Event description:
The patient developed an infection in tooth location # 10 after the fixture had been placed for more than one and a half (1-1/2) years. The doctor indicated that the infection was the only contributing factor for implant removal.